Event description:
The account alleged the brakes were not functioning. No pt impact.

Manufacturer narrative:
The technician found the nurse needed an in service on how to operate the brakes, the brakes functioned as designed. The technician gave the nurse an in-service on the brake operation to resolve the issue.